Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ syringe leaked. The following information was provided by the initial reporter: material no: unknown. Batch no: unknown (provided 01631957). It was reported that patient reported leaking during mixing. It was discovered she was laying down the cartridge...she had a bend in the needle that punctures the cartridge membrane.   Verbatim: patient reported leaking during mixing, noting almost half the medication leaked out. Psm transferred patient to the (B)(6) nursing team. Per (B)(6), ¿in discussing leakage with this patient, it was discovered she was laying down the cartridge during the dissolving wait time and she had a bend in the needle that punctures the cartridge membrane.¿